Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 22mm amplatzer vascular plug ii (avpii) was implanted in the iliac vein. On (B)(6) 2016, the patient reported scapular pain, a cough and dyspnea. A CT scan showed the avpii had migrated to the left, mid-pulmonary artery. The patient was returned to surgery where the avpii was explanted successfully.